Manufacturer narrative:
(B)(4). Method: the complaint opt944 nasal cannula, 900pt561 airsprial tube, 900mr290e humidification chamber and braun medical inc. Sterile water bag were received at fisher & paykel healthcare (f&p) (B)(4) and inspected by a trained f&p technician. The devices were visually inspected for defects. The complaint airvo 2 humidifier was received at our f&p regional office in france and was inspected by a trained f&p technician. The device was performance tested and was then returned to the customer. Results: no damage was identified with the opt944 nasal cannula, 900pt561 airsprial tube, 900mr290e humidification chamber and braun medical inc. Sterile water bag. No fault was found with the airvo 2 humidifier during performance testing. Conclusion: the customer reported that due to the lack of staff and resources at the emergency ward, the patient was moved to a general ward and started receiving nasal high flow therapy using an opt944 nasal cannula attached to a pt101 airvo 2 humidifier. The next day, the patient was found deceased with the opt944 nasal cannula at their chin. The hospital confirmed that the patient had tried to remove the nasal cannula repeatedly. The patient was on saturation monitoring however no alarms were triggered in place as do not resuscitate orders were in place. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a chronic obstructive pulmonary disease (copd) patient was on continuous respiratory support receiving non-invasive ventilation therapy. Due to the lack of staff and resources at the emergency ward, the patient was moved to a general ward and started receiving nasal high flow therapy using an opt944 nasal cannula attached to a pt101 airvo 2 humidifier. The hospital confirmed that the white headgear clip and the blue clothing clip was used when setting up the opt944 nasal cannula. The next day, the patient was found deceased with the opt944 nasal cannula at their chin. The hospital confirmed that the patient had tried to remove the nasal cannula repeatedly. The patient was on saturation monitoring however no alarms were triggered as do not resuscitate orders were in place.